Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer inquired about the audio issue. The audio issue was confirmed during the call. The device alarmed a hardware low level failure during self-test. It was reported that the customer had high blood glucose levels and treated with the insulin pump. Details regarding symptoms of their high blood glucose levels were not provided. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. The audio tones or beeps functioned properly. However, hardware low level failures error during self test and confirmed in the device history due to broken trace on keypad assembly.